Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was exposed to moisture. Customer stated he swam wearing the insulin pump. Customer stated the insulin pump was just vibrating without alert or alarm. Customer's blood glucose was 97 mg/dl. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.